Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm while they were in the pool. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they received an open book image and a red x on the insulin pump screen. The customer received low battery alert and changed it. The customer tried to take the battery out and put it on a storage mode but the insulin pump continued alarming. The customer was not sure of their blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.